Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set detachment on (B)(6) 2025. The site of detachment was from connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.